Event description:
Shoulder revision surgery due to instability performed on (B)(6) 2025. Previous surgery took place on (B)(6) 2025. The following components were removed: smr reverse liner +6mm d.40mm (part code: 1365.50.820, lot number: 22at16b, sterilization: 2200271). Prima glenosphere d.40 mm (part code: 1974.09.040, lot number: 2433271, sterilization: 2500004). Connector w. Screw low lat.5mm (part code: 1974.15.300, lot number: 2320196, sterilization: 2400132). According to the information received, the initial surgery was performed on (B)(6) 2025, for a fracture. The second revision on (B)(6) 2025, was a planned revision to finish the intended corrections from the first implant. The surgery on (B)(6) 2025 was due to the patient dislocation because the previous revision did not fully stabilize the joint. The patient is a male, date of birth on (B)(6) 1945. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing and sterilization charts of the components involved in this event, no pre-existing anomaly, that could have contributed to the event, was discovered in the items belonging to the same part codes and lot numbers as the devices removed in the revision surgery hereby reported. The manufacturer will submit a final MDR as soon as the investigation is complete.